Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported to (B)(6) customer service that they experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) product. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and hematochezia due to diarrhea and bleeding hemorrhoids. The patient¿s diarrhea was attributed to foodborne illness. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with bacillus cereus in the culture and a wbc count greater than 6000/mm3 (exact count not obtained). The patient was diagnosed with peritonitis due to cross-contamination from stools following foodborne illness as evidenced by the culture growth. The patient¿s pd catheter (not a (B)(6) product) was removed due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was prescribed intravenous (IV) vancomycin, IV ceftazidime and oral fluconazole (dosages and frequencies not reported) to address the infection and for fungal prophylaxis while hospitalized. The patient had an uneventful hospital course, and was discharged home on (B)(6) 2026. It was reported that the patient¿s hematochezia, diarrhea, bleeding hemorrhoids, peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or devices(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).